Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 19164941/19271047.

Event description:
It was reported that patient experienced inadequate stimulation. The patient underwent an explant procedure, and the explanted devices were disposed by facility. No further information has been obtained despite good faith efforts.